Event description:
Procedure: low ant resect. According to the reporter: the surgeon fired over the rectum with ta3048s and anastomosed with eea28 using double stapling technique. Then, bowel leakage occurred from the distal tissue on the ta retaining-pin side. Colostomy was additionally done to resolve the issue. There was no report of bleeding.

Manufacturer narrative:
Initial report submitted: april 22, 2008.